Manufacturer narrative:
(B)(4). Results: (mi). Conclusion: no conclusion can be drawn (based on the information provided no root cause can be determined).

Event description:
Patient underwent index procedure with pre-treatment balloon angioplasty and delivery of an endeavor resolute rx drug eluting stent in the mid rca. Repeat angiography 2 weeks later for a staged procedure in the absence of recurrent clinical symptoms or a functional ischemia study revealed a site reported 0% restenosis of the target lesion. The angiographic core lab reported a 22% in-lesion restenosis of the target lesion. The catheterization report noted an 80% stenosis of the distal cx. The patient underwent repeat revascularization with placement of an endeavor sprint rx drug eluting stent in the distal cx. The site reported, the patient was rehospitalized approximately 4 months post index procedure for an mi. Repeat angiography for recurrent clinical symptoms and a positive functional ischemia study revealed a 90% stenosis of the distal rca as noted in the catheterization report. The angiographic core lab reported a 27% in-lesion restenosis of the mid rca target lesion. The patient underwent repeat revascularization with placement of a non-medtronic stent in the distal rca.